Event description:
When a plcr75b reload was fired via a plc75 stapler in a colon resection procedure, it was noted that the tissue was only partially cut and partially stapled. Another plcr75b and plc75 were subsequently used to complete the procedure.

Manufacturer narrative:
Patient's age and weight are not known. (B) (4). Device lot number is not known, and so the date of manufacture could not be ascertained. The returned plc75 stapler was found to have a damaged firing shaft drive clip. This damaged component was the root cause of the partial stapling and partial cutting. A corrective action has been issued to address this issue. The plcr75b reload was also evaluated and functioned as intended. (B) (4)